Manufacturer narrative:
(B)(4). No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that the device was explanted and replaced due to premature eri. It is noted that the device was bulging out of the patient excessively and that the patient had presented at a pre-op meeting feeling fatigued. Patient was fine post-procedure.